Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that slow login issues on two stations. A technical support specialist (tss) found that user verification took an unusually long time before login was completed. Then tss disabled netbios on both stations, but the customer reported the issue persisted. Then tss followed the knowledge article procedure and executed a command in the command shell to test port 808; the result returned true, confirming no issue. The tss then tested the crl connection per knowledge article instructions, with the result tcp test succeeded , true, verifying that crl connectivity was functioning properly. Finally, the tss applied the knowledge article steps to increase the maximum web service connections and successfully implemented the solution rss package without web server restart. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a multiple station very slow to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.